Event description:
The jaws [cups] of the cook captura hot serrated forceps w/o spike are misaligned and on the screen it appeared the metal part of the forceps was over the black lining. The procedure was completed with this device. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial report, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product was returned to the approved forceps supplier for evaluation. To date the evaluation is still on-going. Once additional information has been received a follow-up medwatch report will be provided. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we cannot adequately determine a root cause at this time due to the investigation is still in progress from our approved supplier. Misalignment of the cups can occur if the device makes contact with a hard surface during use and/ or general handling. This can occur if the device is advanced through the accessory channel of the endoscope while the cups are in the open position. The instructions for use for this product line caution the user that the forceps must remain closed during introduction into, advancement through, and removal from the endoscope. If the cups are open during endoscopic advancement, damage to the device and/or endoscope may occur. Prior to distribution, all captura hot serrated forceps are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.